Event description:
Event description guidant received information that one day post implant, the patient with this pacemaker system had passed away. Upon reviewing the telemetry electrocardiograms (ECG), a ventricualr tachycardia (vt) arrhthmia was noted, as well as atrial and occasional ventricular undersending. Due to the undersensing, pacing on the t wave was reported, followed by the vt episodes. It was noted that the patient had a hisory of ischemia. The device was not explanted.